Manufacturer narrative:
Initial and final MDR 1891635 - MDR 3003442380-2024-09194 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off events on (B)(6) 2024. The set was used for less than 48 hours. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.